Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the impedance anomaly could not be determined.

Event description:
It was reported that during device change-out when the new device was connected to pre-existing lead, low pacing lead impedance was detected. The device was replaced. There were no adverse consequences to the patient.